Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving compounded baclofen dose, concentration and lot number not reported via an implantable pump. The indications for use were cancer chemotherapy and prostate. It was reported a motor stall occurred. Device interrogation on (B)(6) 2014 revealed a motor stall with recovery secondary to MRI. The etiology was related to the device or therapy and not related to the implant procedure. No patient symptoms were reported. No action was taken and the outcome was resolved without sequelea (B)(6) 2014.

Event description:
Additional information received reported that the pump motor stall occurred (B)(6) 2014 at 13:28 and motor stall recovery occurred on (B)(6) 2014 at 14:07. The pump was used to deliver dilaudid 10mg/ml at 0.5561 mg/day, bupivacaine 30mg/ml at 16.682 mg/day, baclofen 100.0, ml at 55.61, mg/day, and clonidine 100.0 mg/ml at 55.61 mg/day. The other medications the patient was taking at the time of the report was IV hydromorphone, oxycodone ir, and fentanyl. The patient's pertinent medical history included back pain, thoracic and lumbosacral neuritis, prostate cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.